Manufacturer narrative:
The elecsys brahms pct reagent lot number is 875729, and the expiration date is 28-feb-2027. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys brahms pct result from the cobas e 801 analytical unit for one patient. The initial result was 0.118 ng/ml, and the repeat result was 13.0 ng/ml. The sample was run on another cobas e 801, and the first result was 13.0 ng/ml. The second result was 13.3 ng/ml.

Manufacturer narrative:
The qc was within range prior to the event. There are daily sample alarms occurring, and three sample clot detection alarms occurred on the date of event. The investigation was unable to determine a direct root cause. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges.